Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touchscreen cracked and was unresponsive. There was no reported adverse impact to customer's blood glucose. Reportedly, customer reverted to using an alternate method of insulin therapy.